Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with stripped battery coin slot, cracked case at the display window corner, broken reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.

Event description:
It was reported that the customer was unable to remove the battery cap with a coin or screwdriver. Customer's blood glucose level was 28 mmol/l. Customer was advised to discontinue use of the pump if they receive a low battery alarm. Customer was advised to monitor it closely. Customer has back-up plan if necessary. Pump will be returned and replaced. No additional information provided.